Event description:
The unit burned. Inspection revealed a 1" diameter burn hole through both sides of the pad and one side of the cover, caused by a dislodged heater wire. Investigations, which included a discussion with the user, indicated that misuse of the product, which was contrary to instructions, may have also contributed to the malfunction. No deaths or injuries were reported.